Manufacturer narrative:
Correction information: g6: follow up #1; h2: if follow-up, what type?; h3: device evaluated by manufacture; h6: coding changed, based on the investigation result. Additional information: h4: device manufacture date. Evaluation summary: the defect is aux lamp is on. The repair engineer inspected and repaired the processor. As service manual to replace lamp and lamp power supply unit. The processor returned to the user after repairing. No similar complaint received after repair.

Event description:
After installation, the lamp cannot be lightened. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. If additional information becomes available, a supplemental report will be filed with the new information.